Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(6)of peritoneal cloudy effluent in a patient coincident with dianeal therapy for renal failure chronic. Dianeal therapy was ongoing. On (B)(6) 2012, the patient called baxter (B)(4) technical services and the following was reported. On an unreported date, the patient had peritoneal cloudy effluent during 3/4 drain cycle. The physician suspected it to be as suspicion of eosinophilic peritonitis and also stated that the event seemed to be some sort of allergic reaction. Treatment was not reported. The patient recovered from this cloudy effluent event. Per the physician, this condition was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.